Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, moisture damage was found at keypad traces. No button error alarms or no unexpected ramping display anomalies noted. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that she was giving bolus and numbers were scrambling up form 0-200 and then got button error. Customer's blood glucose was 2.2 mmol/l. No further information provided.